Manufacturer narrative:
Additional information was provided whereby the surgeon stated the surgical staff did not know how to load the lens. Further, the director of surgery stated that it was obvious that the lens was not defective and that is was a loading error. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient was initially scheduled to have a non-amo lens implanted. During the procedure the surgeon decided to implant an abbott medical optics za9003 intraocular lens instead. During implantation it was noted that one haptic was bent. The surgeon then removed the lens from the patient¿s optic. During the extraction of the lens, the haptic detached from the lens and the lens went south into the vitreous. The surgeon performed a vitrectomy and removed the intraocular lens. During the time of lens removal from the eye, the surgeon requested a new za9003 intraocular lens to be prepped. During preparation of the za9003 intraocular lens, it was noted that both haptics detached prior to insertion. The surgeon proceeded to implant the original non-amo lens into the sulcus. In addition it was reported by the implanting surgeon that the ¿mangled¿ haptic may be attributed to a loading issue. The patient is reported to be doing fine. No additional information was provided.

Manufacturer narrative:
Sex/gender: unknown. Date of event: (B)(6) 2013. Implant date: if implanted, give date: (B)(6) 2013. Explant date: if explanted, give date: (B)(6) 2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.